Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
New information notes the device was reprogrammed.

Event description:
It was reported that non-sustained lead noise episodes were observed on the device due to myopotential oversensing. Device programming options were recommended. The device remained implanted.